Event description:
A surgeon reported a bilateral pt and a unilateral pt with unexpected postoperative refractions following intraocular lens (iol) implant surgery. The iol for the unilateral pt was exchanged. There are three medical device reports associated with this event. This report is for the unilateral pt.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/12/2009, 03/16/2009, 03/26/2009, and 03/27/2009 by phone, fax, and mail. Medical records were received on 03/26/2009. A completed questionnaire was received on 04/03/2009.